Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains inconclusive.

Event description:
Related manufacturer reference number: 2017865-2019-06466. It was reported that the patient presented at the emergency room after receiving an implantable cardioverter defibrillator (ICD) discharge. It was noted that episodes of supraventricular tachycardia (svt) were in the ventricular fibrillation (vf) zone. One shock was delivered and another aborted due to ventricular fibrillation rates. Atrial lead noise leading to oversensing and auto mode switching (ams) was also observed. Programming changes were made to prevent the oversensing. No adjustments to therapy zones were made. The patient was asymptomatic to the noise episodes and stable.